Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she woke up with high blood glucose. Customer's blood glucose was 550 mg/dl and customer treated with manual injection. Customer stated unable to complete troubleshooting due to she has to get to work. Customer called back regarding high blood glucose, she stated that her blood glucose still high the latest she checked her blood glucose was 453 mg/dl. Customer stated that she has been giving herself injection and treating with insulin pump. Customer mentioned also that the insulin pump had beep anomaly. Troubleshooting was done. The customer was advised to monitor the insulin pump and contact health care provider regarding the cause of high blood glucose. No further information provided.